Manufacturer narrative:
This lead is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this ingevity lead was an attempted right atrial (ra) implant. When attempted, the helix did not deploy despite efforts. When removing the lead the helix suddenly extended fully. Upon testing on the table it required 17 turns to retract the helix. The physician then attempted to implant the lead once more but was not able to extend the helix after more than 45 turns. The lead was removed and a second attempted where the physician was initially met with difficulty extending the helix but was able to position and fully extend the helix. However, after positioned lead measurements were not ideal and the physician encountered difficulty retracting the helix. Concerned that the lead may become stuck and noisy signal on the pacing system analyzer (psa) the physician elected to remove the lead and implant a competitor product. Following implant of the atrial lead the physician then chose to extract the ingevity right ventricular (rv) lead placed earlier during the procedure as the lead required over 30 turns to extend the helix and measurements were sub-optimal. A competitor rv lead was then implanted and procedure completed. No adverse patient effects were reported.